Event description:
It was reported that pump displayed malfunction code malf 24 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump within required timeframe, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.